Event description:
The sales representative reported that during an initial fusion surgery in 2008, the cannulated poly screwdriver malfunctioned. The sales representative believed that the driver was probably not loaded correctly to start. When pressure was applied to the driver, it stripped the top of the screw post and would not longer align properly. The surgeon was able to utilize the screw removal tool with heavy pressure to complete the insertion of the screw. There was not surgical delay and no harm to the pt. The malfunction has in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending upon complete investigation of the product.